Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the alleged unexpected reset could not be verified.

Manufacturer narrative:
On march 21, 2022, the distributor reported the additional information: the pump history was reviewed, and a reset alarm was found to have occurred on event date. Customer's profiles were not deleted. H10 code added: 2959. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.